Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed an error, and several error alarms were also noted in the device alarm history. The caller did not provide the blood glucose reading but stated that the blood glucose levels were normal and did not require medical treatment. Nothing further reported.